Event description:
Pt was revised due to infection. During revision surgery, the femoral component was cleaned, re-sterilized, and implanted. Surgeon was provided with package inserts the day before with instructions on not to re-sterilize and re-implant.

Manufacturer narrative:
Additional implanted date: (B) (6) 2010. Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. The package insert clearly states "this device is for single pt use only. Do not reuse." The probable contributor is that the implant was re-implanted. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.